Event description:
A customer reported experiencing a cartridge alarm 20 twice, which did not cause the blood glucose level to exceed 500 mg/dl. Initially, the customer used a backup insulin pump, and with assistance from technical support, they were able to wake up the original pump and load a new cartridge successfully. However, when the alarm recurred, technical support decided to replace the pump with an updated version to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.